Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.

Event description:
Report 1 of 3. Consumer reported upon insertion of a tampon, the applicator petals bent backwards which scraped her vaginal area and caused her vaginal pain. She did not seek medical attention and the pain improved.